Event description:
It was reported that the patient experienced a hypoglycemic with a blood glucose level of 44 mg/dl after a meal announcement and treated the low glucose with oral glucose. Symptoms included low blood glucose. Outcomes included transient impact consistent with a hypoglycemic episode without hospitalization. Investigation included review of device-reported data around the event and follow-up attempts to obtain blood glucose questionnaire information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction or specific component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.